Event description:
It was initially reported that the device was explanted after an implant duration of approximately 101.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The patient reported that yesterday after lunch his blood glucose lowered to 45 mg/dl and his parents called the ambulance. He refused to be transported to the hospital. He stated that his blood glucose measured 130 mg/dl before breakfast that morning. He bolused 2 units of insulin for breakfast and 6 units of insulin for lunch. He switched to the backup infusion device. No further information is available. The infusion device was replaced and requested to be returned for evaluation.